Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and deviation from instruction for use (IFU) are unknown. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the instructions for use (IFU) sections: IFU states that detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus. During device evaluation at olympus, it was found: air/ water cylinder had no color, the suction cylinder had no color, the forceps channel port was shaved, the mouthpiece was deformed, the distal end had discoloration, the image guide protector had a scratch, the light guide lens had a crack, the connecting tube had a wrinkle, and parts had to be replaced due to annual inspection. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility returned the olympus device, duodenovideoscope, to the olympus service center for annual inspection. Upon inspection and testing of the returned device, it was observed that a residual whitish foreign material was inside the air/ water tube and air/ water cylinder. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.